Manufacturer narrative:
Corrected data: in initial report, the month of the manufacturing date (february) was incorrect; therefore, it has been corrected in this supplemental report. The following field was updated accordingly: device manufacture date: (B)(6) 2008 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the device. The system and its components met all specifications prior to being released.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 2+ in right eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op: 20/20, -2.25 x .00 x 90. Left eye pre-op: 20/20, -2.25 x -.25 x 95.